Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed; all conductors fractured; proximal segment returned and analyzed it was reported there was a 'significant change' in pacing and sensing in the ventricle, with loss of capture and sensing noted on transtelephonic monitoring. There was an additional report that the lead was fractured, and it was replaced. It was reported the atrial lead impedance was > 9999 ohms. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications no conclusion can be drawn capture, failure to lead(s), fracture of sensing intermittently.

Event description:
It was reported there was a 'significant change' in pacing and sensing in the ventricle, with loss of capture and sensing noted on transtelephonic monitoring. There was an additional report that the lead was fractured, and it was replaced. It was reported the atrial lead impedance was > 9999 ohms. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.